Manufacturer narrative:
The technician replaced the side rail latch to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the side rail latch was broken. No pt impact.